Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen of unknown concentration at a dose rate of 480 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a volume discrepancy occurred. The expected reservoir volume was 7.2 ml and the actual reservoir volume was 0.5 ml. The patient was described as moving a lot and that could be a contributing factor to why they cannot get out any more volume from the pump. They planned to sedate the patient to attempt aspiration again on (B)(6) 2019, and would like to get in touch with their company representative. It was further indicated that there was nothing of note since the patient was last seen on (B)(6) 2019, for a dose adjustment. They had been increasing the patient¿s dose. The patient was not symptomatic. It was noted that ¿stiff¿ was mentioned at the time of the report but further clarified that they meant what led to the details on the patient moving around a lot making aspiration difficult. It was noted that there was no application of heat to the pump. No further patient complications have been reported as a result of this event.